Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 453 mg/dl at the time of incident and current blood glucose was 436 mg/dl. The customer called to report issue with calibration required. The high blood glucose troubleshoot was not done. The insulin pump will not be returned for analysis.